Manufacturer narrative:
The description of the event and the logbook were provided for the investigation. The logbook does not contain any entries for the reported event. Based on the available information, it can be concluded that a component failure on the pcb graphic controller likely led to the reported event. No patient health consequences were reported. There is no indication that the device did not behave according to its safety design. The evita 4 responded to the failure of a component as specified and performed a warm start. During such a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an audible alarm. When the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. Immediately after the restart of ventilation, an "mv low" alarm is generated, which continues until the applied volume is greater than the lower set limit for the minute volume. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It has been reported that a reboot was generated during ventilation on an evita 4. The device turned off, the screen goes black and the device reboots. The alarm was properly triggered. After repair on site, another reboot, log, failure with continuous alarm, black screen and continuous ventilation occurs.

Event description:
It has been reported that a reboot was generated during ventilation on an evita 4. The device turned off, the screen goes black and the device reboots. The alarm was properly triggered. After repair on site, another reboot, log, failure with continuous alarm, black screen and continuous ventilation occurs.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It has been reported that a reboot was generated during ventilation on an evita 4. The device turned off, the screen goes black and the device reboots. The alarm was properly triggered. After repair on site, another reboot, log, failure with continuous alarm, black screen and continuous ventilation occurs.